Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease folds, wear abrasion, curved opening, delamination of valve. A leak test was performed and one opening and delamination of valve were found. A microscopic analysis identified: a curved sharp opening on patch bond edge assessed as an unidentified (tear) opening and total delamination of diaphragm flange disk assessed as adhesive failure. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a curved sharp opening assessed as unidentified(tear) opening and delamination of diaphragm flange disk assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side deflation. The device remains implanted.